Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found.

Event description:
It was reported that the device was removed due to possible infection and that there was redness at the site, "but it was the same side as the patient's chest tube". The patient is being treated with antibiotics. No further patient complications have been reported as a result of this event.